Event description:
Customer called in regarding a button error alarm. T/s per dop. Caller was holding a button down for 3 minutes or greater. Caller is unable to clear the alarm. Customer's bg was 597. Customer did report an emergency room visit. Nothing further reported.

Manufacturer narrative:
Pump was received with intermittent buttons response and button error alarm due to corroded keypad traces. Unit passed displacement test,rewind, basic occlusion, occlusion, prime/a33, and no delivery tests.